Event description:
Central patient monitoring station lost power and the screen went blank. Clinical staff verified that the device was plugged in and biomedical engineering was notified and removed the device.